Event description:
Customer reports that the active system generated a result of "lo" (< 10 mg/dl) prior to dosing the test strip with blood or control solution. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.